Event description:
A customer reported erroneously high sodium (na) and potassium (k) ise (ion selective electrode) patient results involving the au480 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the au480 chemistry analyzer. The inspected the instrument and determined the failure mode is a defective reference valve. The fse replaced the reference valve to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).